Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when resecting the stomach during a laparoscopic gastrectomy, the handle was connected in order to perform the firing. The green button was pressed and attempted to fire but the firing failed. A competitor¿s device was used to complete the case. There was no patient injury.